Event description:
It was reported that insulin gauge on pump displayed amount different than expected, with caller initially seeing a positive fill estimate value and later reporting continued fill estimate differences despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer was educated that any positive fill estimate value was considered accurate, declined initial recommendation to deliver a test bolus, later called back and worked with technical support to reload same cartridge and then disconnect and deliver a 10.2 unit bolus to update fill estimate, but difference between displayed and expected values remained greater than 30 units, and customer declined loading new cartridge and requested transfer to customer support supervisor. Srr to replace pump. Customer will continue to use current pump.